Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was confirmed. The input/ output printed circuit board (I/o pcb) had an anomaly caused by electrical overstress. This programmer was repaired and the issue was resolved.

Event description:
Boston scientific received information that the programmer was hot to touch and a smell like burnt rubber was noted. This programmer would be returned for repair. No adverse patient effects were reported.